Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) noise and oversensing. The patient was not rv pacemaker dependent, and there was no asystole. It was noted that the noise appeared to be myopotential, and they were not able to recreate the noise. Additionally, the rv pacing impedance measurements had increased, but were not out of range. The device was reprogrammed. The noise was resolved after the reprogramming. There were no adverse patient effects reported. The device remains in service.